Event description:
It was reported the patient had an infection at the ipg site. The physician replaced the ipg and moved the pocket location to the contralateral side. It was reported the patient was well and the physician placed the patient on a 30 day antibiotic regimen. Further follow up with the patient identified the infection had resolved.

Manufacturer narrative:
The returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.